Event description:
Reporter indicated a patient's vns settings were changed to unintended settings following a faulted systems diagnostics test. A final interrogation was not performed. The settings were later corrected, but it is not known when the faulted diagnostics occurred, or when the settings were corrected. Attempts for additional information are in progress.

Event description:
Additional information was received on (B)(6) 2012, and the patient was identified. It was indicated that the patient was seen in their office on (B)(6) 2012. At that time it was noted that the patient's off time was changed to 60minutes and the pulse width was 500usec. The patient had been reporting voice alteration with stimulation, as well as pain in her neck with stimulation since her last appointment in (B)(6). At the appointment in (B)(6), the physician realized that a faulted system's diagnostic test had occurred and corrected the patient's settings. The patient's correct settings were provided by the physician.

Event description:
Programming history from the date of the event was received. The patient's generator was interrogated on (B)(6) 2012, at intended settings. A system diagnostic test was then performed which failed. Per the available programming history, a final interrogation of the generator was performed which identified that the patient's settings had changed, however, they were not corrected. On (B)(6) 2012, the patient's generator was again interrogated as the un-intended settings and corrected.

Manufacturer narrative:
Analysis of programming history.

Manufacturer narrative:
Report source - corrected data: the "report source" was inadvertently omitted from follow-up report 2. The correct report sources were health care professional and company representative. Date received by manufacturer - corrected data: the "date received by manufacturer" was inadvertently omitted from follow-up report 2. The correct date was (B)(6) 2013.